Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided guidance to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappeared, which the customer acknowledged.